Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller power up and associated pump start event was noted on the controller due to a double power disconnect. It appeared that the patient was changing out their power sources at the time, but power switching was also suspected. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h10 product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections. As a result, the reported power switching event was confirmed. There is no evidence that a lubrication servicing was performed on the associated power source(s) prior to the reported event. Analysis of the event log file revealed a controller power up event on (B)(6) 2018 at 09:07:42. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 52% relative state of charge (rsoc) and a battery was connected to power port two (2) with 97% rsoc. No anomalies or alarms were observed leading up to the loss of power. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and a battery was connected to power port two (2). The controller was without power for 38 seconds. A second controller power up event was logged on (B)(6) 2018 at 19:27:06. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and a battery was connected to power port two (2) with 91% rsoc. No anomalies or alarms were observed leading up to the loss of power. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 1 minute and 12 seconds. As a result, the reported loss of power event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. As a result, the reported power switching event was confirmed. Log file analysis also revealed a controller power up event on (B)(6) 2018 at 09:07:42. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 52% relative state of charge (rsoc) and a battery was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port (1) and a battery was connected to power port two (2). The controller was without power for 38 seconds. A second controller power up event was logged on 07/22/2018 at 19:27:06. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and a battery was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port (1) and no power source was connected to power port two (2). The controller was without power for 1 minute and 12 seconds. As a result, the reported loss of power was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. If information is provided in the future, a supplemental report will be issued.